Event description:
It was reported by the user site that on (B)(6) 2026, during a 3dimensions patient exam, the gantry shut down while in compression and the system generated error codes. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device. The fse reviewed the system logs and reported that they indicated that the system reported non-commanded vertical movement. The fse replaced the vertical electromagnetic brake. The fse tested the system, including verification of gantry movement, compression, and rotation functions. The fse reported that the system was verified to be operating according to manufacturer specifications. No further information is currently available.